Manufacturer narrative:
Retained lot samples were evaluated from manufacturing site, no customer samples or photos were received. Five retained lot samples were visually evaluated, venipuncture simulated use techniques, and then were centrifuged. All 5 samples investigated showed no defects or other evidence that would lead to glass breakage after centrifugation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 5328839. Conclusion: this complaint is not confirmed with regards to glass breakage during centrifugation. An absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customers¿ indicated failure mode.

Event description:
It was reported that multiple 16x125mm 8.0 ml bd vacutainer® glass cpt molecular diagnostics tubes were being broke during centrifugation. No serious injury, blood to mucous membrane exposure or medical intervention was reported.